Manufacturer narrative:
The pump was received with a minor scratched display window, a cracked case at the display window corner, cracked battery tube threads, a cracked reservoir tube lip, a cracked end cap, and bleeding and cracked lcd glass. The pump also had moisture damage at the motor and electronic assembly. (B)(4).

Event description:
The customer reported via phone call that the pump was damaged along the reservoir and battery compartments. Customer stated that the casing had come loose. Customer was advised to disconnect from the pump. The customer was advised that the insulin pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.